Event description:
It was reported that the 9900 system had a filament regulator error and the handle was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The handle was tightened and the generator calibrated during the service call. The system was tested and found to be working as intended and put back into service.